Manufacturer narrative:
Follow-up #1: date of submission 11/13/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found a couple of delivery interruptions on the event date. There was a power-on-reset due to cartridge change in the morning and delivery was resumed an hour later. The pump was then manually suspended in the evening and delivery was not resumed until mid-morning of the next day. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. Using the returned caps, the pump powered up and functioned properly. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. A normal bolus and an audio bolus were completed and recorded correctly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/22/2015, the reporter contacted animas, alleging that on (B)(6) 2015 the patient's blood glucose reading was at 500 mg/dl with moderate level of ketones. It was reported that the patient was hospitalized and treated with insulin injection by medical professionals at the hospital. The patient allegedly resumed pump therapy using the same pump without any recent adjustments to the pump settings. The reporter stated that there was an inaccurate delivery issue with the pump. Customer technical support agent reviewed the event with the reporter. It was determined that the time/date was set correctly. Review of basal and bolus deliveries showed that they were correct and as programmed. Review of potential causes of perceived inaccurate delivery issue did not identified any assignable cause. After review of potential causes of bg issue, the patient was referred to consult with their health care provider for diabetes management. Troubleshooting was unable to resolve the alleged inaccurate delivery issue. The reporter stated that they have lost confidence with the device and insisted on a replacement. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.